Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that following an intraocular lens (iol) implant procedure, the iol was dislocated in the eye. The iol was exchanged in a secondary procedure 21 days following the initial procedure. Additional information was requested.